Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors discussed the study of implantation of balloon expandable vascular stents. Complications of this study also included two dislodgements. The first dislodgement occurred in a patient where the stent slipped off the balloon at the level of the tricuspid valve. The stent was captured in tricuspid valve was surgically removed without any need for valve repair. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the alleged dislodgement could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. If resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. During implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. Inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent dislodgement occurred. The stent slipped from the balloon at the level of the tricuspid valve and was surgically removed.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Article review: the authors discussed the study of implantation of balloon expandable vascular stents. Complications of this study also included two dislodgements. The first dislodgement occurred in a patient where the stent slipped off the balloon at the level of the tricuspid valve. The stent was captured in tricuspid valve was surgically removed without any need for valve repair. Ovaert, c., luciano, d., gaudart, j, boulogne, o., assaidi, a., kammache, I., fraisse, a. (2015) the valeo® vascular stent for cardiovascular lesions in children. Eurointervention,1-6. Doi 10.4244/eijy15m01_09 investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the alleged dislodgement could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: - should unusual resistance be felt at any time during the insertion process, do not force passage. - if resistance occurs during movement through the sheath/guiding catheter, the stent/catheter should be withdrawn carefully. - during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. Precautions: - inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: - remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]. - inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in eurointervention titled "the valeo® vascular stent for cardiovascular lesions in children", following stent implantation, one stent dislodgement occurred. The stent slipped from the balloon at the level of the tricuspid valve and was surgically removed.